Event description:
It was reported the gastrointestinal videoscope exhibited no image. This event occurred during installation; there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 corrected fields: b6, b7, d4, d6a, d6b the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error(e216) a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of reported issue and scope communication error(e216) was traced to short circuit of charged coupled device (ccd) cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.